Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran a control test on the contour next link 2.4 meter and obtained a reading of 163 mg/dl at 1:47 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next link 2.4 meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g53, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests in the meter's memory.